Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst and protector tip damaged was noted. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: the nc emerge mr, ous 3.00 mm x 12 mm was returned for analysis. Visual and tactile inspection of hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 5mm distal to the proximal markerband. Bumper tip showed no signs of distal tip damage. Functional testing was performed on the device. The device was attached to an encore inflation unit and the balloon was observed to have a leak. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst and protector tip damaged was noted. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.